Manufacturer narrative:
A maquet field service engineer (fse) was dispatched to investigate the complaint. The fse found that the inside of the ventilator was wet. The interior components were dried. Function testing of the ventilator after the drying did not reproduce the reported error. No parts were replaced and the ventilator was returned to service. The true cause has not been determined but wetness can short circuit components and lead to various technical error codes.

Event description:
It was reported that the ventilator displayed a technical error code when the mains power was changed. The error code indicated that one of the internal supply voltages was too low. There was no patient involvement reported. (B)(4).